Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the intellidrive when activated runs in reverse when pushed forward. No patient impact.